Event description:
It was reported that the patient experienced a pod failure. A pod had been activated and less than 1 hour later, the patient¿s blood glucose level started to rise. Blood glucose level rose to 369 mg/dl. The caregiver stated that they saw the cannula spray out some insulin and when the pod was removed, the cannula appeared to have a cut. It was confirmed that the adhesive was secure during wear and that the patient does rotate their insertion site. No medical assistance was required. The patient was able to successfully resume treatment with a new pod.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. The formed needle and soft cannula were inspected under magnification, and no abnormalities or defects were observed that would result in the cannula to be damaged. The cause of the reported cannula damage could not be determined. A leak test was conducted successfully and no leaks were observed. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down/smartphone: lockdownomnipod 5 software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.